Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter had developed a power issue; meter does not turn on after inserting a test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2017, 10:00am. The patient manages her diabetes with insulin (self-adjuster)- ¿short acting insulin 40mg 3 times daily¿ and reported that she took her usual dose, including sliding scale of 2 times 200mg of an unspecified insulin. The patient stated that 12 hours after the alleged issue began she developed symptoms of ¿shakiness, sweating, urination and confusion¿. She stated that on an unspecified time later that same day, she attended ER and was treated by a healthcare professional (hcp) with a large dose of insulin. The patient was unable to detail the specific amount or type of insulin. Whilst in ER the patient detailed that she obtained a blood glucose result of 569mg/dl on the ER meter. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient pressed the power button or inserted a new test strip the meter did not power on. Based on the information provided, the cca confirmed that the battery needed to be replaced. The patient replaced the battery and the issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a hcp after the alleged device issue occurred.